Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on 11/04/2010 and a sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03417. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness and incontinence. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence,cystocele, dysmenorria, menorrhagia, symptomatic uterine fibroid and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that due to erosion, pain, discharge and dyspareunia, patient underwent excision of exposed mesh on (B)(6) 2011 by implanting surgeon. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.